Event description:
The hospital reported an error resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The customer rebooted the unit which resolved the issue. No service or repair. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(6). The customer rebooted the unit which resolved the issue. No service or repair.